Manufacturer narrative:
Based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the safety side rail partially detached due to excessive external force applied. According to instructions for use citadel plus (IFU, 831.374-en): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was partially detached from the bed frame, therefore arjo device did not meet the specification. This complaint was assessed as reportable due to the side rail panel being partially detached as the detected issue may result in the patient fall from the bed upon reoccurrence.

Event description:
The allegation refers to the citadel plus bed frame. The reported issue is related to a partially detached safety side rail. The nurse stated that the side rail was damaged and that the circumstances of the broken patient's right side rail were unknown. There was no indication of the patient involvement. No injury was reported. Arjo technician replaced the damaged side rail.